Manufacturer narrative:
The product associated with this complaint was not returned. It was reported that the dentist bonded the screw to the abutment so they would not be sending the abutment screw back in. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Product not returned to the manufacturer.

Event description:
The dentist reported that abutment was loose in the patient's mouth. The abutment screw is still stuck in the implant and the dentist believed that the hex is stripped but the dentist is not sure if the screw may be fractured.